Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient experienced a cva post implant of the watchman closure device. It was further reported that the stroke occurred two months post procedure.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient experienced a cva post implant of the watchman closure device.